Event description:
It was reported that approximately 34 months after the implantation, during a follow up eri status was noted. Device was explanted.

Manufacturer narrative:
The pacemaker first underwent a status interrogation, and the device memory was analyzed. The device status had been eri since (B)(6) 2019. The charge drawn from the battery was checked. The check indicated a discharge of the battery that did not meet expectations. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. The pacemaker was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. The measurement confirmed a battery discharge not meeting expectations. The battery was returned to the manufacturer of the battery for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were checked. During the measurement of the battery voltage, a discharged battery could be confirmed. A performed microcalorimetric measurement showed an unremarkable heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the pacemaker. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions critical for patient safety were available without restrictions during the implantation time.